Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/27/2025, it was reported by a sales representative via email that two ar-1588rtt2-ib fibertag tightrope ii implant for the internalbrace locking mechanism broke. After the graft was passed in the femur and tibia with the first fibertag tightrope ii, the surgeon went back to the femur for final tensioning and the locking mechanism broke and caused the mechanism to lose all its fixation. The graft was re-sutured and passed with a new ar-1588rtt2-ib fibertag tightrope ii implant for the internalbrace and the same failure occurred. One implant was cut out and the other was used to tie over the post. This was discovered during a quad acl procedure on (B)(6) 2025.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to user error of the device due to excessive force used during suture passing/tightening/tensioning.